Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the usb cable was damaged. It was unable to be confirmed if the usb cable was still able to charge the pump. Customer reported the pump is able to be successfully charged using a different usb cable. The customer's blood glucose level was not reported. A replacement usb cable was sent to the customer.

Manufacturer narrative:
The usb cable was not returned for evaluation.